Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 540 mg/dl. Troubleshooting was performed. The alarm history revealed a battery low alarm. It was stated that there was a discrepancy for the daily totals on the day of the event. It was also stated that rarely the cannulas were bent. No further info was provided.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests.